Manufacturer narrative:
(B)(4).

Event description:
It was reported through remote transmission that non-sustained lead noise due to post-paced t-wave oversensing on the ventricular channel was observed on a stored egm. The patient was asymptomatic. About 3 weeks later, an alert for non-sustained rv oversensing due to another instance of post-paced t-wave oversensing was observed through remote transmission. Programming changes were recommended.